Event description:
Boston scientific received information that that this implantable lead had dislodged two weeks after it was implanted. It was reported that the lead was repositioned. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.